Event description:
Healthcare professional reported "liquid around prosthesis". "No signs of leakage till operation." This device relates to the right side. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified curved opening on the posterior side, fold creases, and red particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated edge opening on the posterior side and wear abrasion. Based on the device analysis the final assessment was a striated edge opening on the posterior side due to surgical damage consistent with the use of some surgical tools.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "liquid around prosthesis". "No signs of leakage till operation." This device relates to the right side. The device has been explanted.